Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were unresponsive and insulin pump had motor error. Customer¿s blood glucose level was unknown. Customer stated that the diminished battery life, rewind and prime was louder. Customer also stated that the backlight was not worked consistently and was dimmed as well as corner of the insulin pump was cracked. The insulin pump will not be returned for analysis.